Manufacturer narrative:
Product analysis: the valves have not been returned for analysis, however, the returns are anticipated. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. The main component of the system. Other relevant device is: product ID: [evolutpro-26-us], serial/lot [(B)(4)] use by date [2019-07-14]. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed and severe central and severe paravalvular leak (pvl) was reported. It was suspected that a leaflet had been damaged during the valve recapture and had caused a flail leaflet. A balloon aortic valvuloplasty (bav) was performed. The patient became hemodynamically unstable and cardiopulmonary resuscitation (CPR) was initiated. The patient was placed on cardiopulmonary bypass. A second transcatheter bioprosthetic valve was implanted and reduced the pvl to moderate and eliminated the central regurgitation. A bav was performed, and further reduced the pvl to trace. It was reported that a leaflet from the first valve had been pushed up when the second valve was deployed and had created a ¿tube graft¿. Angiograms revealed no flow to the left coronary artery. Subsequently, a surgical aortic valve replacement (avr) was performed and the transcatheter bioprosthetic valves were removed. No other adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the valves were received via fedex in the original product packaging sn (B)(4) jar. Two valves (valve in valve) were submerged in cloudy solution. Sn (B)(4) was inside sn (B)(4). The leaflets were stiff but flexible. Overall, the tissue was discolored due to blood contact. Thrombus was found between the skirts of the valves. Thrombus was also found at the corner of the leaflet commissure adjacent to the c paddle. Both devices were submerged in warm water and resulted with no change to the frame. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device history record was reviewed and showed that this and the associated product met all manufacturing specifications for product released for distribution. Paravalvular leak and coronary occlusion can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined. Upon receipt at medtronic's quality laboratory, the leaflet tissue was stained with a thrombus noted on one of the leaflet commissures, most likely due to blood contact and unknown length of duration of the valves sitting outside the patient after removal. No issues were identified that would have impacted this event. No unusual findings, such as no bent frame areas or leaflet issues were noted on the returned valves. This event does not indicate device misuse or malfunction. If information is provided in the future, a supplemental report will be issued.